Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. This increase to out-of-range values has occurred gradually overtime. It was also noted the crt-d was unable to do an automatic threshold test on the right ventricular channel either. Boston scientific technical services provided troubleshooting options to the field, and the crt-d remains in service. No adverse patient effects were reported.